Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing on the atrial channel of the pacemaker. No interventions or changes were reported. The patient remained in a stable condition.